Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Through visual/physical examination analysis found that there was physical damage. The clamp pivot pin was missing rendering the clamp unusable. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were worn out spinous process clamps. There was no patient present.